Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was on disconnected mode due to an issue with the customer's network.applied knowledge article 000013380 - edit hosts file from command shell to resolve.hospital it configured network protocol. Technical support specialist checked on the ethernet port which has been set up correctly now and disabled the wi-fi port.device no longer showed disconnected mode. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was in a disconnected state, causing a delay on delivery of medication to an operating room. The customer did not disclose if there was an ongoing procedure at the time and did not respond to request for additional information. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was in a disconnected state and users were unable to login, causing a delay on delivery of medication to an operating room. No further information was obtained. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d5, d9, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2021 to 02-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that malfunction was due to network connection. Applied ka 000013380 and hospital it configured device network protocol. The field service engineer suggested for ethernet for the system. The system functioned as intended after the technical support specialist troubleshot the device.